Manufacturer narrative:
Continuation of d10: product ID 97745, serial# (B)(6), product type programmer, patient section d information references the main component of the system. Other relevant device(s) are: product ID: 97745, serial/lot #: (B)(6), UDI#: (B)(4), this regulatory report is being submitted as part of a retrospective review as part of remediation plan 411. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient (pt) regarding an external device. The reason for call was pt reported their controller turned off and wouldn't power on 2 days ago. Pt mentioned when they looked at the controller an hour before and was at 50%, so the controller shouldn't have been dead. They plugged the controller in and let charge overnight, checked again, and controller screen still wouldn't power on. Pt tried resetting controller by removing and reinserting battery, and screen still didn't come on. Pt did not have ac power cord with them during the call, so patient services (pss) explained how they could attempt to reboot the controller. Pss advised pt to call back for further troubleshooting if needed. Pt called back with the ac power cord. Pt connected the controller to ac power without the li battery inserted and the controller does not power up. Pt verified the ac power cord does have a green light on the plug. Pt tried aa batteries in the controller but the controller does not power up. A replacement controller was sent out. No symptoms were reported.